Event description:
Device issue: anterior needle miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, an "anterior needle miss" occurred. The needles and sutures were removed. A guide wire was reinserted and the device was removed. A second prostar xl device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.